Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the scope detection hinge was getting stuck intermittently was due to misalignment of the spring mechanism of the hinge after reassembling the hinge mechanism, there was dust inside the unit and minor dent on the rear panel and housing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during maintenance, high flickering issue on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was not possible to determine the factors responsible for the phenomenon of ¿the lamp blinks¿. The phenomenon of ¿front-panel led flashes¿ was determined to have occurred due to a poor scope detection switch mechanism. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.